Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient¿s wife reported that the patient had high blood glucose (bg) at 454 mg/dl after a morning supply change, likely due to tubing not being reconnected properly after a shower. The patient was okay to troubleshoot and planned to take a ketone test. Agent recommended a full supply change, and the patient's wife successfully resumed insulin delivery. The patient uses a contact detach infusion set. Further follow up from the patient's wife states the patient's bg went over 600 mg/dl after the supply change and the patient's wife called hcp and they went to backup therapy of 5 units of insulin and bg started trending down, the patient hooked back up to pump and the patient returned to range early the morning of (B)(6) 2025. The patient felt thirsty during the event. No medical intervention was required at the time of call.